Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
On (B)(6) 2015 the customer initiated a service repair request regarding a broken handle. On (B)(6) 2015 the unit was found to have a damaged power cord with exposed copper wires.

Manufacturer narrative:
Submit date: 02/01/2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a broken handle. During evaluation a damaged power cord with exposed copper wire was found. Therefore, this report will be based on information provided by the technical center. The 700 series scd pump was evaluated and the customer reported issue was confirmed; the bed hook was visibly broken and exposed copper wire was visible on the power cord. The cause of the reported condition for the broken handle was due to customer misuse. The cause of the reported condition of the damaged power cord with exposed copper wires was do to customer misuse. The damaged bed hook and power cord was scrapped to correct the reported issue. Unit passed all initial testing after failure analysis repair instructions were completed; 700 series scd was manufactured in 2014. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.